Manufacturer narrative:
Insulin pump unable to prime during prime/a33 test due to faulty force sensor resistor. Insulin pump passed displacement, basic occlusion, occlusion and no delivery test. Minor scratched display window, cracked reservoir tube lip and cracked reservoir tube noted.

Event description:
Customer called to report the insulin pump had cracks in the reservoir compartment. Blood glucose reading was 391 mg/dl. The customer did not know how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.